Manufacturer narrative:
P-cap locked properly during testing. Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 130 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on (B)(6) 2024 multiple times due to pump experiencing a strong magnetic field. Unit was cut open for visual inspection of electronic components and motor assembly. Motor was tested outside of the device and passed. Moisture damage noted to flex wire gold traces at keypad j1 connector and other electronic components. No pump rewind anomalies noted during test. Pump functioning properly. Moisture damage noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 130. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting could not be performed. No harm requiring medical intervention was reported. A product return for mmt-1712kl was requested and the customer response was the pump will be returned.